Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed. The customer reported that the unit was in use on a patient, but there wasn't any patient harm.